Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600mg/dl. It was stated while being in the emergency room and taking x-rays the customer became combative and the insulin pump was lost. The caller stated that it is unknown how it happened. No further information was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.